Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with heart upon interrogation the device exhibited a longevity anomaly then at next interrogation - elective replacement indicator - was displayed. The device was explanted and replaced successfully. The patient didnt experience any adverse event.

Manufacturer narrative:
Analysis was normal, no anomalies were noted.